Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion. Guide cath: mach1. Evaluation summary: the complaint device was returned and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that would have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed mid left anterior descending (lad) artery. Pre-dilatation was performed and a non-abbott stent was implanted in the lad. As it was a bifurcation lesion, kissing balloon technique was going to be performed; however, the pressure indicator on the 20/30 indeflator gauge kept losing pressure. The physician continued to increase the pressure and successful ballooning was performed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the stopcock leaked.